Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported damage to his battery cap and wanted to get replacements. Customer also stated he got a motor error alarm a couple times. Customer's blood glucose was 97 mg/dl. Troubleshooting did not find any significant events leading to the alarm. Customer was advised that his insulin needed to be replaced. No additional information was provided.